Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported the patient received the following results within 15 minutes: 584 mg/dl, 348 mg/dl, 226 mg/dl and 99 mg/dl